Event description:
The surgeon reported a severe corneal and iris burn occurred during phaco. The surgeon stated the phaco handpiece contributed to the reported event. Two single 10-0 nylon sutures were required to close the incision. The pupil was constricted during suturing, and it was difficult to remove the entire cortex. After surgery, the patient was treated with tobradex eye drops. The cortex was removed one day after the initial surgery. Two days postoperatively, the sutures were tightened as the chamber was completely flat and the intraocular pressure (iop) was below 5 mmhg. The endothelium was severely damaged with massive folds of descemet's membrane. The patient has experienced loss of vision, pain and discomfort.

Manufacturer narrative:
The customer is returning the phaco handpiece for in house testing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. This report was mailed to FDA on: 05/01/2009.